Event description:
The hospital reported that during a coronary artery bypass procedure, they were using the hst iii system (4.3mm) to help with sewing a proximal bypass graft. The surgeon was worried about the length of the cross clamp time during the procedure. Therefore, a decision was made to remove the cross clamp and do the proximal anastomosis using a heartstring. After using the cutter to make a hole in the aorta, the surgeon inserted the heartstring into the aorta. After the heartstring was deployed into the aorta, the surgeon slightly moved the tension spring with the back of a forceps. At this time, the tension spring and the blue tether fell off of the heartstring (the blue tether did not break). Upon inspection, there were no defects noticed with the heartstring and the heartstring did not appear to be unravelled. Since this occurred before the anastomosis was started, it was felt that the heartstring was no longer safe to use and was therefore removed. A partial aortic clamp was used to prevent bleeding and to allow them to continue the anastomosis. There was a minimal procedural delay, less than 2 minutes, and there was minimal blood loss. A blood transfusion was not needed due to the defect. No parts of the heartstring were lost and no injuries occurred due to the defect.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 01/26/2024. An investigation was conducted on 01/30/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Only the delivery device and seal were returned for evaluation. The white plunger on the delivery device was depressed and the blue safety lock was off,, which allows for the white plunger to be depressed. The seal was observed outside the delivery device. The seal was in a unraveled state as it was removed from the aorta. The tension spring assembly was not attached to the seal. The blue string suture string was observed to be intact. No other visual defects were observed. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device as well as the evaluation results, the reported failure "detachment of device or device component" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000309462 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.